Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted hence cannot be explanted. (B)(6). The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/ lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) improperly loaded, got stuck in cartridge, had plunger rod issue, override issue, folding issue and 2nd haptic stuck in the cartridge and stuck by the inserter. It was clarified that there was patient contact but the iol was not implanted. No other information was provided.